Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not responding. It seemed to freeze and then respond but then froze again. The buttons on the insulin pump did not always respond. The numbers were scrolling the day before while trying to set a bolus. The customer was hospitalized on (B)(6) 2017 with a blood glucose level of 130 mg/dl. The customer's blood glucose level was high because she is pregnant. The customer was wearing the insulin pump at the time of hospitalization. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.